Manufacturer narrative:
Sections with additional information as of 09-feb-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 291, 302 and 453mg/dl. Customer also stated results were higher when compared to another device. The customer¿s expected fasting blood glucose test result range is 160-180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 256mg/dl and 265mg/dl using true metrix meter and 230mg/dl using another device. Customer was satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/21/2023 and open vial date is day of call. The meter memory was reviewed for previous test result history: result 1:291mg/dl date:(B)(6) 2021 time: 09:17am fasting, result 2:302mg/dl date:(B)(6) 2021 time: 09:14am fasting, result 3:453mg/dl date:(B)(6) 2021 time: 08:59am fasting, result 4:237mg/dl date:(B)(6) 2021 time: 09:29pm fasting, result 5:248mg/dl date:(B)(6) 2021 time: 04:49pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 22-dec-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.